Event description:
It was reported that high impedances were displayed on the spinal cord stimulation lead resulting in inadequate pain relief. The patient underwent a revision procedure in which the lead was replaced. No additional adverse patient effects were reported. Additional information was received that the patient was doing fine postoperatively with sixty percent improvement in pain relief.

Manufacturer narrative:
Block d2b: lgw, qrb. The returned lead sc-2317-70 serial (B)(6) was analyzed and revealed that multiple cables were completely broken at the bent-kinked location of the lead. The bent-kink location is near the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint.

Event description:
It was reported that high impedances were displayed on the spinal cord stimulation lead resulting in inadequate pain relief. The patient underwent a revision procedure in which the lead was replaced. No additional adverse patient effects were reported. Additional information was received that the patient was doing fine postoperatively with sixty percent improvement in pain relief.

Manufacturer narrative:
Block d2b: lgw, qrb.

Event description:
It was reported that high impedances were displayed on the spinal cord stimulation lead resulting in inadequate pain relief. The patient underwent a revision procedure in which the lead was replaced. No additional adverse patient effects were reported.